Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reading were significantly lower than when using same probes on the handheld monitors. There was no patient injury.